Event description:
It was reported that pump displayed cartridge change error, and customer was unable to complete cartridge load to give bolus, which led to blood glucose reading reported only as ¿high.¿ there was no additional information received regarding specific blood glucose value or any further impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pump area as instructed, cleaned pneumatic tap area, and attempted to reload cartridge but was initially unsuccessful; technical support then assisted customer in filling and loading new cartridge, after which customer successfully completed load process and resumed insulin delivery.